Manufacturer narrative:
Evaluation: device history record and sterilization record were reviewed. Results: all records were reviewed and were found to meet specifications.

Event description:
In 2006, the patient was implanted with an eon ipg and three leads. It was reported that the patient developed an infection. He was treated with antibiotics and the entire system was explanted in 2007. The physician stated that he did not feel the infection was device related. The explanted system was discarded by the hospital and not returned to ans for evaluation. Follow-up on the patient found that he has recovered from the infection and is doing well.